Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/17/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.